Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. The company representative found that the video generator pcb (j23) had a loose wire in connectors. He checked the pneumatic performance service diagnostic, performed functional tests, electrical tests to meet factory specifications. The pump was returned to service. (B)(4).

Event description:
During an in-service training session, the company representative observed that the lower screen of the iabp became solid white. No pt was involved.